Manufacturer narrative:
(B)(4).

Event description:
It was reported that; "the user inserted the catheter properly, but air was aspirated after that. Therefore, it was removed and replaced with a new one to complete the procedure. No harm to the patient occurred."

Event description:
It was reported that; "the user inserted the catheter properly, but air was aspirated after that. Therefore, it was removed and replaced with a new one to complete the procedure. No harm to the patient occurred."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.